Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the bd microtainer pst tubes with lh (lithium heparin) were not collecting blood. It was reported that the gel was placed in the upper part of the tube and blood didn't enter. There was no report of medical intervention or serious injury.